Event description:
A physician successfully placed a xact stent in the right common carotid artery and the patient was discharged the following day. While on the way home, the patient experienced intermittent disorientation to place and time as well as left lower leg weakness. Two days later, the pt was readmitted and treated with unk medications. The patient was discharged three days later after symptoms resolved.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.